Event description:
It was reported that the patient presented into the clinic after receiving inappropriate hv therapy. Interrogation revealed numerous vf episodes due to noise on the pace/sense lead. The lead was explanted. Inspection of the lead noted insulation damage near the proximal portion of lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found the outer insulation abraded between 13.5cm to 17cm from the connector pin. The inner insulation was damaged at 13.5cm. The sensing cable was exposed in the same area. The lead insulations were abraded as a result of friction to the ICD can.